Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification, no failed battery alarm and no battery out limit alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed battery out limit, bad battery and failed battery test. The customer's blood glucose reading was 298 mg/dl at the time of incident. The customer declined to perform the high pressure test however, troubleshooting advised customer that the device would be replaced and to return the product for analysis.